Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) would only work the first few times. There were a series of filling errors. The user determined that the cause was likely the catheter and replaced the catheter, but they did not identify any particular abnormality in the catheter. The user was asked to check if the safety disk was loose and to check if the filling port was loose but there were no abnormalities. The iabp was replaced to continue therapy. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Event site state and postal code: (B)(6). Additional contact details: person name: (B)(6). It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) would only work the first few times. There were a series of filling errors. The user determined that the cause was likely the catheter and replaced the catheter, but they did not identify any particular abnormality in the catheter. The user was asked to check if the safety disk was loose and to check if the filling port was loose but there were no abnormalities. The iabp was replaced to continue therapy. There was no harm or injury to the patient and no adverse event was reported.